Event description:
The customer reported high blood glucose. Customer stated had no delivery alarms for the last few days. Customer's blood glucose was 600 mg/dl. Customer treated with manual injection troubleshooting was done for no delivery alarm. Customer's blood glucose at the time of the call was 184 mg/dl. It was found that the alarm was resolved by a complete change. Customer agreed to send back the sets for analysis. Customer declined to troubleshoot high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).